Manufacturer narrative:
The field service engineer (fse) was on site and could not confirm what the customer reported. The fse ran flow check and did not see any amp card warnings on fl1 or fl2. The fse recommended preventive maintenance to customer. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier ¿ case-(B)(4).

Event description:
The customer reported the instrument was generating amp board errors at the fl1 and fl2 channel positions on their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.